Event description:
I went for a second opinion of about my occasional pain, swelling and stiftness of my tkr in 2002. X-rays show sub-tibial plateau global lucency which may indicate a proximal tibial component lucency; assessment-probable failed tibia, aseptically loose. In 2006, orthopedist verified the loose tibial component from x-rays and 3 phase bone scan with wear from the polyethylene insert.